Event description:
The customer received a questionable ferritin result for one patient sample. The initial result was 38.86 ng/ml and was reported outside the laboratory. As the patient has a clinical history of high results and was receiving treatment, the patient questioned the result and asked the laboratory to repeat testing. On (B)(6) 2013 the result form the centaur analyzer was 496.4 ng/ml. On (B)(6) 2013, the sample was repeated on the original analyzer and the result was 674.0 ng/ml. The result of 496.4 ng/ml was reported. It was unknown if the patient was adversely affected. The ferritin reagent lot number was 170568. The expiration date was requested, but not provided. An issue with the prewash station was found and resolved. Performance testing was successful.

Manufacturer narrative:
The investigation could not determine a specific root cause. As this was the only sample affected, a general instrument issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).